Manufacturer narrative:
The device was not returned to cad or the service depot for investigation or repair. No failure data exist to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record for sn (B)(4) was performed from 09/20/2019 to 07/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement.